Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient or procedural details to bard. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p080007.

Event description:
It was reported that the device got stuck on the guide wire. After flushing, it was very difficult to advance the device to the lesion site. The stent was placed in a slightly different position. Another stent was implanted successfully. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned but one image showing the subject delivery system was provided. The image demonstrates that the deployment mechanism of the device had been activated and the stent was released (but not visible on the image). No x-ray images of the implanted stent were provided. Therefore, the reported difficulties in advancing the delivery system to the lesion site and subsequent malposition of the stent could not be reproduced. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The reported advancement difficulties may be associated with improper flushing of the device or the usage of an inappropriate guide wire. Also a difficult vessel anatomy may be a contributing factor to the reported event. On the basis of the information available and as no physical sample was returned for evaluation, a definite root cause for the reported event could not be determined. The IFU states: "prior to inserting the delivery catheter over the guide wire, the system must be flushed with sterile saline at the two female luer ports until saline drips from the distal tip of the catheter." And "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit." Also the IFU states that the e-luminexx vascular stent is only compatible with a 0.035" (0.89 mm) guide wire.

Event description:
It was reported that the device got stuck on the guide wire. After flushing, it was very difficult to advance the device to the lesion site. The stent was placed in a slightly different position. Another planned stent was implanted successfully. There was no reported patient injury.